Event description:
On 23 jan 2026, arthrex was notified via email of a case study published in august 2023 by the eur j orthop surg traumatol titled ¿allografts and lateral extra-articular tenodesis for revision anterior cruciate ligament reconstruction: enhanced rotational stability and improved functional outcomes.¿ the study reviewed 46 patients and identified acl/pcl instability with the bioabsorbable interference screws and tenodesis screws in 7 patients during the year follow-up period. 6 patients experienced joint instability. Ref: minguell monyart j, moreira borim f, reverte vinaixa mm, et al. Allografts and lateral extra-articular tenodesis for revision anterior cruciate ligament reconstruction: enhanced rotational stability and improved functional outcomes. Eur j orthop surg traumatol. Aug 2023;33(6):2579-2586. Doi:10.1007/s00590-023-03475-4.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.